Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a rusty vacuum valve vl341 causing no vacuum to be applied to probe wipe allowing a small amount of probe waste to drip from the wipe. The fse replaced the valve vl341 and the instrument ran without any leaks. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system leaked approximately 10 ml of diluted blood. The leak was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.